Event description:
It was reported that the programmer's touch panel malfunctioned. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067l radio frequency programmer head; (B)(4).